Event description:
At hemodialysis with the 1st MFR's dialyzer on 12/14/95, pt began feeling extremely lightheaded and weak at about 3 minutes into the treatment. She then developed a blank stare, apnea and subsequent cardiac arrest. She was immediately intubated and given sodium bicarbonate and epinephrine. She required mechanical ventilation for 24 hrs but was then extubated and returned to her base line. On 12/28/95, at 11 minutes into hemodialysis on the first MFR's reprocessed dialyzer use #1, she became extremely dyspneic, bronchospastic and demonstrated an intense erythematous face and neck and upper chest consistent with histamine release. Dialysis was immediately discontinued. On 1/2/96, the pt had a mild hypersensitivity reaction at 13 minutes into hemodialysis on the 2nd MFR's dialyzer. On 1/3/96 because of volume overload problems, the pt was once again dialyzed on the 2nd MFR's dry pack but prophylaxed with benadryl 50 mg and solu medrol 40 mg. Rptr had already begun rinsing the dialyzer with at least 2 liters of saline against the dialysis bath pretreatment. At that treatment, her o2 saturation was monitored throughout the procedure with a discovery of reduction in o2 saturation from 93 to the low 80 range but she did not demonstrate any hypersensitivity reaction. Thus, the pt had had the reactions on both polysulfone and modified cellulose acetate membranes. She was dialyzed once on a cuprammonium rayon membrane without rpoblem (12/7/95). After prophylaxis with benadryl and irrigative recirculation of the dialysis filter with 2 liters of saline, hemodialysis was initiated at a slow blood flow rate on the first MFR's reprocessed dialyzer. At 8 minutes into the treatment, the pt once again developed severe respiratory distress, hypotension and apnea. She was severely bradycardic, apneic, cyanotic, and pulseless. She was immediately intubated, given atropine and epinephrine, and closed chest compressions were begun. Dialysis had already been discontinued by the time rptr arrived. The pt never regained a palpable pulse, sustained cardiac rhythm, or reactive pupils. The resuscitative effort was thus discontinued at 13:24. (*) also see 1008287, 1008288. (Also see 1008286 and 1008287)